Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / localized pain') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, spina bifida, parity 3, iucd and arthritis. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included mood swings with mirena. Concurrent conditions included type 2 diabetes mellitus and psoriasis. Concomitant products included methotrexate for psoriasis and metformin for type 2 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy menstrual bleeding"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy + bilateral salpingectomy with conservation of ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, menstrual disorder and urinary tract disorder with essure. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new adverse events (changes to menstrual cycle, heavy/abnormal bleeding, urinary/bladder problems) and new as reported (localized pain) were provided. The outcome for the adverse events "changes to menstrual cycle, heavy/abnormal bleeding, localized pain and urinary/bladder problems) and the action taken with drug were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / localized pain') in an adult female patient who had essure (batch no. He0117s) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, spina bifida, parity 3, iucd and arthritis. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included mood swings with mirena. Concurrent conditions included type 2 diabetes mellitus and psoriasis. Concomitant products included methotrexate for psoriasis and metformin for type 2 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy + bilateral salpingectomy with conservation of ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, menstrual disorder and urinary tract disorder with essure. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: essure devices seen. X-ray - on (B)(6) 2017: both essure devices are positioned satisfactorily. Normal anteverted uterus with a uniform endometrium of 8 mm. Normal ovaries. Normal amount of free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dypareunia, menstrual disorder and menorrhagia. Lot number: he0117s. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/localized pain'). In an adult female patient who had essure (batch no. He0117s), inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: chronic back pain, spina bifida, parity 3, iucd and arthritis. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included: mood swings with mirena. Concurrent conditions included: type 2 diabetes mellitus and psoriasis. Concomitant products included: methotrexate for psoriasis and metformin for type 2 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with conservation of ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. And the dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for bladder disorder, genital haemorrhage, menstrual disorder and urinary tract disorder with essure. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 45 kg/sqm. Ultrasound scan vagina: on (B)(6) 2017, essure devices seen.; x-ray: on (B)(6) 2017, both essure devices are positioned satisfactorily. Normal anteverted uterus with a uniform endometrium of 8 mm. Normal ovaries. Normal amount of free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dypareunia, menstrual disorder and menorrhagia. Lot number: he0117s.; lot number: he0117s, UDI (01) (B)(4), (17)180928, (10)he0117s.; production date: 2015-09-24, expiration date: 2018-09-28. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 15-nov-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, spina bifida, parity 3, iucd and arthritis. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included mood swings with mirena. Concurrent conditions included type 2 diabetes mellitus and psoriasis. Concomitant products included methotrexate for psoriasis and metformin for type 2 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy + bilateral salpingectomy with conservation of ovaries). At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/localized pain") in an adult female patient who had essure inserted (lot no. He0117s) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of micturition frequency increased, neuralgia, arthritis, iucd, parity 3, spina bifida and chronic back pain. Previously administered products included: mirena for contraception. Past adverse reactions to the above products included: mood swings with mirena. Concurrent conditions were listed as vaginal discharge, burning micturition, furuncle, psoriasis and type 2 diabetes mellitus. Concomitant products included methotrexate for psoriasis and metformin for type 2 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and urinary incontinence ("these have included poor bladder control"). The patient was treated with surgery (total laparoscopic hysterectomy + bilateral salpingectomy with conservation of ovaries). At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The outcomes for dysmenorrhoea, heavy menstrual bleeding, dyspareunia and urinary incontinence were unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and urinary incontinence to be related to essure administration. No causality assessment was received for essure with regard to menstrual disorder, genital haemorrhage, bladder disorder or urinary tract disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45 kg/sqm. [Ultrasound scan vagina] on (B)(6) 2017: essure devices seen. [X-ray] on (B)(6) 2017: both essure devices are positioned satisfactorily. Normal anteverted uterus with a uniform endometrium of 8 mm. Normal ovaries. Normal amount of free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dypareunia, menstrual disorder and menorrhagia. Lot number: he0117s. Lot number: he0117s UDI (B)(4). Production date: 2015-09-24. Expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events dyspareunia and poor bladder control were added. Medical history and reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysmenorrhoea ('dysmenorrhea') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted for sterilization. The patient's medical history included chronic back pain, spina bifida, parity 3, iucd and arthritis. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included mood swings with mirena. Concurrent conditions included type 2 diabetes mellitus and psoriasis. Concomitant products included methotrexate for psoriasis and metformin for type 2 diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy + bilateral salpingectomy with conservation of ovaries). At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45 kg/sqm. Most recent follow-up information incorporated above includes: on 09-dec-2020: medical records received. Information added: reporters, patients initials updated, date of birth, medical history, essure removal date, concomitant medication, events dysmenorrhea and heavy menstrual bleeding. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.